Manufacturer narrative:
The initial reported event was received on (B)(6) 2018. Of note, the reportable malfunction is normally submitted via a bimonthly report submission that would have been due on (B)(4) 2018. Information was subsequently received on (B)(6) 2018 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited undersensing and the patient had passed away.

Manufacturer narrative:
Concomitant medical products: 419488 lead, (B)(6) 2005, dtbb1d1 ICD implanted, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible occasional atrial oversensing. The lead remains in use. No patient complications have been reported as a result of this event.